Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error cord 20201 was verified. The event log did not show the error. Service will replace the microprocessor board. Use testing was performed. The problem source is defective component of the micropocessot board.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during repaired of this smiths medical cadd prizm vip pump, the pumps exhibited error code e20201. No adverse effects were reported.